Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team. The customer complained of coring needle with difficulty drawing medication. The needle tip was analyzed under a high power digital microscope and there was a slight noticeable edge to needle tip. The complaint has been verified with this finding. The root cause of this failure is unknown but possibly due to improper needle point formation. Cannula condition is inspected each hour during production, looking specifically for hooked/damaged point, double, inverted, and bent/blunt cannula (which may contribute to the experienced coring). Inspection records did not indicate any nonconformances. All assembled needles also pass under the point inspect machine. All parts are considered "bad" until they meet certain requirements to pass as "good". The point/grind is how the inspection camera looks at the bevel and if the point was damaged it would call the part bad and would reject it. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples received.

Event description:
It was reported while using the bd eclipse¿ needles there was coring. The following was recieved by the initial reporter: multiple coring issues using bd blunt fill and eclipse needles while drawing up medications. They have samples of each: 305211 and 305712 to be investigated by bd.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.